Event description:
A vns pt's mother reported to their case manager in (B)(6) the following info. Since their vns has been switched on, they are unfortunately doing worse. Seizures, tcs are more than doubled. We also saw a cluster last weekend for the first time in 7 months - with seizures in his sleep. Last wednesday, it was decided to increase the parameters but it was decided to postpone it for another 2 weeks. The pt has dravet syndrome. It is unk if their reported seizures are above their pre-vns rate, but appears based on the report may be. It is unk what interventions have been taken if any. No further info has been attained as no pt identifying info was provided to be able to investigate this event.